Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4x daily and his results are usually around ¿100-120 mg/dl.¿ the patient manages his diabetes with novorapid insulin (5-6 units in the morning and 15-16 units in the afternoon and evening) and lantus insulin (10 units in the evening). The alleged issue began in (B)(6) 2013 (when the subject meter was reportedly first purchased). For the first few weeks, the patient reportedly compared the results of the subject meter with another device. The patient alleged a variance of ¿10% to 40%.¿ specific results of the comparison were not provided; however, the patient reported the subject meter averaged results between ¿103-137 mg/dl.¿ around (B)(6) 2013, the patient reportedly increased his usual dose of novorapid insulin (7-8 units in the morning and 17-18 units in the afternoon and evening). On (B)(6) 2013 at 8:13pm, the patient reported a blood glucose result of ¿180 mg/dl¿ with the subject meter. The patient administered self an increased dose of novorapid insulin (18 units) and his usual dose of lantus insulin (10 units). During the night, the patient claimed he felt low blood glucose symptoms of sweating, dizzy and ¿euphoric.¿ at 1:36am (early the next morning), the patient obtained a blood glucose result of ¿34 mg/dl.¿ the patient drank water with sugar and ate bread with jam as treatment. The patient reportedly felt better about 15 minutes after. During the summertime, the patient also reported he may have exerted ¿too much physical activity¿ which made him tired and caused him to fall off his bike. The patient could not confirm results obtained with the subject meter at that time; however, reportedly went home to treat himself with sugar. The patient alleged he had a few episodes of low blood glucose excursions but did not have specifics to provide. In (B)(6) 2013, the patient compared the results of the subject meter with a laboratory device. The patient obtained blood glucose results of ¿125 and 158 mg/dl¿ with the subject meter and ¿95 and 131 mg/dl¿ with a laboratory device, performed within 10-30 minutes of each other, respectively. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs' criteria for accuracy. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (11/25/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/15/2013 and 11/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (11/08/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/31/2013 and 11/1/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.